Manufacturer narrative:
The reported events were lead dislodgement and phrenic nerve stimulation. Visual inspection found the helix to be retracted and clogged with blood. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The measured full helix extension length was within specification.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the atrial lead was dislodged. The atrial lead was successfully repositioned, but during subsequent follow-up the patient experienced phrenic nerve stimulation. Diagnostic imaging was performed and confirmed that the lead was dislodged again. The lead was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.